Event description:
During the procedure, the physician noted that the dilator was short and replaced the device.

Manufacturer narrative:
Fsca number: 2182269-04/16/24-001-r.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. A CAPA exists related to this complaint investigation.